Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: (B)(4); model: sc-2408-74; serial: (B)(4); batch: 7071580.

Event description:
It was reported that one of the patient was experiencing severe discomfort due to one of the leads being anterior. The patient underwent a revision procedure wherein the physician repositioned both the leads back in the midline area of the cervical spine. The patient was doing well postoperatively.